Event description:
Pt had a medtronic advisa MRI compatible pacer implanted with medtronic 5086 MRI compliant leads. Pt suffered a perf of the a-lead that was diagnosed and treated 27 days after implant and original perf likely occurred greater than 10 days after implant. Pt had surgical repair of the perf by imbrication of the perf'd lead and did well for 11 days. Pt suffered a witnessed cardiac arrest with suspicion of acute rupture of myocardium (presumably atrium) and sudden and tragic hemopericardial. Autopsy pending. Dates of use: (B)(6) 2013. Diagnosis: tachybrady syndrome.